Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and ams perigee were implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2009 and ams apogee was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent urethrolysis, cystoscopy and anterior repair due to sui and cystocele. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2018.